Event description:
It was reported that bd alaris smartsite pump infusion set was broke the following information was received by the initial reporter with the following verbatim it was reported by customer that while a nurse was spiking a bag of fluids, the tubing spike broke off into the fluid.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The spike tip was broken off into the IV bag. No other defects or abnormalities were observed. The customer complaint was verified, and a notification was sent to the supplier. As the spike broke during use a definitive root cause was unable to be determined for this incident. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.